Event description:
It was initially reported that the device had an illuminated service indication. There was no patient use associated with the reported failure. Upon further evaluation by physio-control, it was observed that during a user test with the hard paddles, the device would begin charging defibrillation energy, but would disarm immediately.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and a wire harness assembly located on the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies at the failure analysis center and observed electrical damage and also several shorted components around the location of the h-bridge, on the biphasic pcb assembly. Physio was unable to conclusively determine the root cause of the reported failure due to the damage.